Manufacturer narrative:
- Device 2 of 3 e1: patient city: (B)(6) patient country: (B)(6) name of hospital: (B)(6) hospital .

Event description:
Unomedical reference number (B)(4) event occurred in the spain it was reported that the patient had experienced three bent cannula issues in the glute. The bent cannula occurred on the first day of use. High bgs were reported as 324 mg/dl at the time of the incident, 206 mg/dl when admitted to the hospital. Treatment for high bg was reported as pen. Hospitalization was required due to high bgs upto couple of hours, symptoms of vomiting, tiredness, and shivers. Ketones were tested. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.